Manufacturer narrative:
(B)(4). Catalog#:igtcfs-65-fem-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was placed in [pt] on (B)(6) 2009 at the (B)(6) hospital, (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog #:igtcfs-65-fem-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was placed in [pt] on (B)(6) 2009 at the (B)(6) hospital, (B)(6)." Dec 30, 2015 additional information received: per a hospital note on (B)(6) 2014 an evaluation was done for the removal of ivc filter due to concerns that filter was causing fluid retention, weight gain and abdominal discomfort. The note also mentions a previous clinic note dated (B)(6) 2010, about a filter removal and after lengthy discussion of risks/benefits and likelihood of success, the filter remained in place. The note indicates that a CT venogram of the abdomen and pelvis was obtained on (B)(6) 2012 which demonstrated a patent ivc with the anterior filter leg within the wall of the third portion of the duodenum, the left ivc filter leg is within the left common iliac artery lumen and the posterior leg is embedded in the l3 vertebral body. A note from (B)(6) dated (B)(6) 2014 show filter overlying l2-l3. Initially, a trilobed 12 x 20 mm snare was inserted and attempts were made to engage the filter hook. However the filter was found to be embedded in the ivc wall. The snare was removed and rigid forceps were inserted and the embedded filter hook was dissected free from the ivc wall. The filter hook was then engaged with the forceps and the sheath was advanced over the filter apex. The filter was collapsed into the sheath and completely removed. Patient outcome: filter removed via complex retrieval using rigid forceps.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/09/2015 as follows: the plaintiff allegedly received the filter implant via right common femoral vein on (B)(6) 2009 due to subdural hematoma following motor vehicle accident. The device was successfully retrieved on (B)(6) 2014. The plaintiff alleges migration, vena cava perforation, tilt, abdominal pain, spine pain, and leg pain.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event and product problem to adverse event. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect filter, migration; vena cava perforation; tilt; difficult retrieval, abdominal, spine, and leg pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava (B)(6) 2016/(B)(6). No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information provided it is not possible to comment on the alleged filter perforation and failed retrieval attempts. Filter perforation, and difficult retrieval are known risks in relation to filter implant reported in the published scientific literature. The exact root cause for the alleged filter perforation and difficult retrieval cannot be determined based on the limited information provided. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Catalog#:igtcfs-65-fem-celect-perm. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused the alleged filter perforation and failed retrieval attempts are unknown. Filter perforation, and difficult retrieval are known risks in relation to filter implant reported in the published scientific literature. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was placed in [pt] on (B)(6) 2009 at (B)(6)." December 30, 2015 additional information received: per a hospital note on (B)(6) 2014 an evaluation was done for the removal of ivc filter due to concerns that filter was causing fluid retention, weight gain and abdominal discomfort. The note also mentions a previous clinic note dated (B)(6) 2010, about a filter removal and after lengthy discussion of risks/benefits and likelihood of success, the filter remained in place. The note indicates that a CT venogram of the abdomen and pelvis was obtained on (B)(6) 2012 which demonstrated a patent ivc with the anterior filter leg within the wall of the third portion of the duodenum, the left ivc filter leg is within the left common iliac artery lumen and the posterior leg is embedded in the l3 vertebral body. A note from (B)(6) dated (B)(6) 2014 show filter overlying l2-l3. Initially, a trilobed 12 x 20 mm snare was inserted and attempts were made to engage the filter hook. However the filter was found to be embedded in the ivc wall. The snare was removed and rigid forceps were inserted and the embedded filter hook was dissected free from the ivc wall. The filter hook was then engaged with the forceps and the sheath was advanced over the filter apex. The filter was collapsed into the sheath and completely removed. Patient outcome: filter removed via complex retrieval using rigid forceps.

Manufacturer narrative:
Manufacturer reference: (B)(4). Since catalog# is unknown the 510(k) could be either k061815 or k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was placed in [pt] on (B)(6) 2009 at the(B)(6) hospital, (B)(6)". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.